Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
A report was received from (B)(6) stating that when preparing for use, the thumb valve was very sluggish. When suction was performed, the patient's heart rate and oxygen saturation decreased. The staff tried to use the suction device once more with the belief that the device was occluded but patient's heart rate and oxygen saturation decreased. When the suction was turned off, the patient's pulse and oxygenation saturation rate returned to the normal level. The device was used one day. No additional information was provided in regards to the patient's status.

Manufacturer narrative:
The device history record for the lot number, m5076t402, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers). One sample device was returned. The original packaging was not returned with the device. When the sample was received, the thumb valve cap was not in the full, up (unlocked) position. The cap was manually pulled up. The sample was attached to mobivac suctioning equipment with the suction set at 120mmhg. Upon connection and an air leak sound was heard, with the thumb valve in unlocked position. The distal end of the catheter was inserted in water, dyed blue and suctioning occurred. The thumb valve was fully depressed and suctioning increased. The thumb valve was manually pulled to the full upright (closed) position. The suctioning stopped. The thumb valve was then depressed and released. The valve remained in the partially down (open) position. The valve was placed in the locked position. When rotating the cap to the locked position resistance was felt and rotation was tight. Suction also occurred in the locked position. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Additional information received 10/22/2015 stated the catheter was removed and exchanged for another device from the same batch. There were no long term adverse effects. The replacement device worked fine and no further actions were taken.